Event description:
The manufacturer received information, alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence contamination. In addition to the above; blower assembly, blower bellows, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow oxygen and muffler assembly replaced, due to contamination. Upgraded unit to current software version.